Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however, a like device with catalog # 1474000500, 510k # k091974, UDI# (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with eos for spinal therapy. The rod was broken during the use period of the growing rod, so the broken rod was replaced. There was a delay in overall procedure time of more than 60minutes. There was a revision of surgery for replacement due to a broken rod. There was no further information reported.